Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly and electrode body found evidence of electrocautery damageto the insulation in several places near the terminal end in addition to a cut and tear in the suture sleeve. An x-ray was performed and no further issues were identified. Laboratory analysis could not recreate the reported electrical issues; damage to the suture sleeve was confirmed and was the suspected result of product handling during revision.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital following an inappropriate shock. Upon interrogation noise and oversensing were observed as the suspected result of myopotentials as the noise was reproducible with arm movements in both primary and secondary vectors. Despite this, when programmed to primary vector the device appropriately discarded the signal as noise and was reprogrammed as the vector in use. An x-ray was obtained showing the device may have migrated slightly as the system did not appear to be optimally positioned. Additionally, high in-range shock impedance measurements were observed. Boston scientific technical services (ts) provided feedback and suggestions for resolution. The physician subsequently elected to revise the system at which time the s-ICD was repositioned more posteriorly. A defibrillation threshold (dft) test was performed returning normal shock impedance measurements. Information was later received indicating the patient presented to the hospital once more after another inappropriate shock several days after revision. The physician elected to perform a second procedure wherein the s-ICD system was explanted and replaced with a transvenous device and leads. No adverse patient effects were reported.